Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Manufacturing history was received with no deviations or abnormalities found. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. (B) (4).

Event description:
It was reported that patient underwent hip procedure on (B) (6) 2010. Revision surgery was performed on (B) (6) 2010 due to dislocation of the modular head and bi-polar shell. No further complications have been reported.